Event description:
Reporter indicated that diagnostic tests showed high lead impedance. End-of-service is not suspected to be a contributing factor as battery life calculation estimated 2.28 years remaining until eri - yes. It was reported that no trauma had occurred and the patient had not experienced a change in seizures.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.